Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection (inj) vancomycin (1 gram, frequency, duration and route not reported) and inj fortum (1 gram, frequency, duration and route not reported). At the time of this report, the outcome of the peritonitis was unknown and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patients' peritoneal dialysis catheter was going to be removed. Should additional relevant information become available, a supplemental report will be submitted.